Manufacturer narrative:
The serial number of the (B)(6) analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the aspartate amino transferase assay on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in an ast value of 20.3 u/l. The customer questioned the result since the analyzer automatically repeated the sample for alt testing. The sample was repeated, resulting in a value of 1029 u/l accompanied by a data flag indicating an issue with the reaction. The sample was diluted 1:10 and repeated twice, resulting in values of 3383 u/l and 3401 u/l.

Manufacturer narrative:
A general reagent issue can be ruled out as calibration and controls are acceptable. Based on the provided hardware performance check data, the investigation determined the issue is consistent with a hardware or maintenance issue.

Manufacturer narrative:
The customer provided clinical information for the patient in question. Medwatch fields a2 and a3 have been updated.